Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. According to the patient, on (B)(6) 2026 around 1:30pm, the patient was watching tv when he felt unwell, confused, dizzy, weak, and lightheaded. These were symptoms of hypoglycemia for the patient, however, his cgm was reading 120 mg/dl. No bg meter comparison value was taken. The patient¿s cousin took the patient to the emergency room (ER) for evaluation. At the ER, the patient¿s bg meter reading was 49 mg/dl while the cgm was still reading 120 mg/dl. The patient was treated with intravenous (IV) fluids and an unspecified injection. Approximately 10-15 minutes after treatment, the patient felt better and after 30 minutes, the patient¿s bg meter reading had increased to 81 mg/dl. Up to the time of report, the patient had been in the ER for 8 hours. The patient was told he would be discharged once he felt ¿completely okay¿. The patient was feeling better at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.